Manufacturer narrative:
Hamilton medical ag comes to the conclusition that: that the blower had a malfunction caused the ambient mode (ventilation stopped). Blower defective, service life of the blower almost at 100%. The service technican was detecting blower modul. No patient was harmed during this event. The device alarmed accordingly visually and audibly. Through the replacement of the blower modul from the partner/distributor the problem was solved.

Event description:
The following was reported to hamilton medical ag: "as the doctor said, the device showed red alarms and there was strange smell from the device. They immediately replaced ventilator on the patient."